Event description:
The physician implanted a 3.00 mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a pt located in the proximal lad. It was reported that a stent fracture occurred post stent implantation. No pt injury occurred and no clinical sequelae were reported. Cine image review: the images confirm the pre-dilatation, stent deployment and post dilatation of the stent in the proximal lad. The stent was deployed across the ostium between the lad and a side branch. A small degree of calcification can be confirmed at the ostium of the side branch. The portion of the lesion located at the bifurcation appears to be partially resistant to ballooning and stenting. This is manifested by the partial balloon and stent profile expansion at the ostium and in the rca opposite to the ostium. There is a small bend at this point in the vessel. The endeavor sprint stent appears to have conformed to the vessel curvature at this site. The stent segments on the outside curvature of the stent appear to be distorted as they protrude into the ostium of the side branch. As the stent is post dilated, the distortion is more evident. The stent material that was unsupported by vessel appears distorted. But there is no evidence of stent material or stent weld breakage.

Manufacturer narrative:
(B)(4). (X-ray, fluoroscopy, ivus, CT MRI etc). Results: (stent damage or distortion). Results and conclusion: (stent distortion in a complex lesion). (Pt lesion morphology).